Manufacturer narrative:
Motor error alarmed during basic occlusion test due to excessive motor axial play. The insulin pump passed displacement test. No displacement anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm. The customer stated that the insulin pump was exposed to an MRI scan about a year ago. Troubleshooting was performed and the insulin pump failed the displacement test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.